Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. Valve aligned and deployed without issue and little to no resistance. Post-deployment while pulling the delivery system into the sheath, resistance noted and inability to pull further back into the sheath. The operator pulls negative on the balloon catheter port and blood came back signaling a rupture. The team were able to pull the delivery system and sheath out of the vessel as one unit with no vascular complication. Upon inspection on back table, it seemed to be an ic bond failure. Preliminary decontamination observed liner fully circumferentially delaminated 9" from distal strain relief, 1.5" in length.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath shaft curvature, likely due to packaging. Liner fully expanded and distal tip opened as designed. Sheath shaft kinked approximately 7" distal strain relief. Partial liner delamination approximately 7" from strain relief, approximately 0.25" in length. Distal liner circumferentially delaminated approximately 9" from distal strain relief, 1.5" in length. C-marker is present. Imagery was provided from the site and revealed the following: patient's access vessels had presence of tortuosity and calcification. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The complaint was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (withdrawal of altered balloon profile, non-coaxial alignment from patient factors) may have contributed to the complaint event as a balloon tear was confirmed via post-procedural imagery. Additionally, 3mensio imagery confirmed the presence of tortuosity and calcification. Withdrawal of a delivery system with an altered balloon profile (torn balloon) can lead to the system to catch onto the sheath liner. Non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors (such as, tortuosity, calcification) are present near the sheath distal tip. These compounding factors can lead to sheath liner delamination during system retrieval. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.